Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood/body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the screw was unable to retract or come back and eventually taken out. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the screw was unable to retract or come back and eventually taken out. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.